Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The right atrial lead exhibited undersensing. The device was reprogrammed; all other electrical values were within range. The patient was stable and would continue to be monitored.

Manufacturer narrative:
(B)(4).